Event description:
It was reported that the distal tip of the catheter got stuck in the lesion, sheared off and was unable to retrieved from the patient. Vascular access was gained via right groin artery. During percutaneous coronary intervention, the lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The distal tip of an atlantis¿ sr pro imaging catheter got stuck in the lesion. The device was unable to be removed and the tip of the catheter broke off into the patient's vessel. The physician attempted to retrieve the detached tip but was unsuccessful. So they stented it to the wall and was successful. No patient complications was reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed kinks in the sheath assembly at 3.0cm and 5.5cm from femoral marker at the proximal end. The distal tip sheath assembly was broken off and missing when received, the rest of the distal tip sheath assembly appeared stretched. Neckdown was observed on the imaging window 6.7cm from the broke distal tip end. No brittle was observed at the broken distal tip end. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for tip detachment and kinked sheath was unable to be determined. The most probable root cause for un-retrieved device fragment is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. The most probable root cause for catheter stuck in lesion is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the distal tip of the catheter got stuck in the lesion, sheared off and was unable to retrieved from the patient. Vascular access was gained via right groin artery. During percutaneous coronary intervention, the lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The distal tip of an atlantis¿ sr pro imaging catheter got stuck in the lesion. The device was unable to be removed and the tip of the catheter broke off into the patient's vessel. The physician attempted to retrieve the detached tip but was unsuccessful. So they stented it to the wall and was successful. No patient complications was reported and the patient's condition is stable.